Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure when mesh was implanted? Please specify a type of mesh was implanted? Product code and lot number? Other relevant patient comorbidities/concomitant medication? Were any concomitant procedures performed? Onset date/time of the pain from initial surgery? Location and character of the pain? Diagnostic findings? What medical intervention was given for the pain management? Results? Please provide date, indication and surgical findings of total mesh removal? What is physician¿s opinion as to the etiology of or contributing factors to this event ( pain)? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced pain related to mesh and the total mesh removal was performed. Additional information has been reported.